Event description:
Complainant alleged that while defibrillating a pt, the electrode pads heated up and after removing the electrode pads, first degree burns were found on the pt. Complainant indicated that the pt suffered first degree burns with areas of dark scab like appearance.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.